Event description:
Svc oor an issue or riatta lead svc lead trends show occasional measurements with low impedances svc oor is known issue for this device. Svc is programmed off and the alert for svc ocr is programmed off. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).